Event description:
Customer reported no reactivity with vss508 and a patient sample with a known anti-kell when tested on the provue. Customer then performed testing in manual gel with the sample and another set of vss508. Reactivity of 1+ was observed with cell 3. Customer then performed antibody identification studies and anti-kell was identified. On (B)(6) 2013, customer performed testing of patient sample on the provue using a different set of vss508. Reactivity of 1+ was observed. As part of troubleshooting, customer performed additional antibody screens with the various sets of vss508. Reactivity was inconsistent upon repeat testing.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. A complaint by lot review was performed. There were no trends identified. (B)(4).